Event description:
Device issue: guide wire separation. Time of device issue: during the procedure. Adverse event: none. It was reported that the bmw guide wire could not be loaded through the rapid exchange port of the voyager balloon catheter. The guide wire became stuck and then accordioned and stretched. The guide wire subsequently broke into two pieces. There was no pt injury. Though requested, no add'l event or pt info is available.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up report will be submitted with all add'l relevant info.